Manufacturer narrative:
Clinical review: there is a temporal relationship between utilizing the cycler set and the patient event of peritonitis. There is no documentation of a causal relationship between the use of the cycler set and the patient event of peritonitis. There is no allegation of a device malfunction, deficiency or cycler set leak reported. Dialysis patients are at an increased risk for infection due to a compromised immune system and dialysis techniques increasing the potential of microbial contamination. The cause of the peritonitis is unknown; however, pseudomonas infections are usually the result of recent use of antibiotics and commonly infects catheters. It is unknown if the patient had recently been prescribed antibiotics. Based on the available information and no allegation of a malfunction, deficiency or defect, the cycler set can be excluded as the cause of the event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had experienced peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2020 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was initiated on antibiotic therapy with intraperitoneal (ip) fortaz 1,000 mg daily for 21 days. The culture resulted positive for pseudomonas oryzihabitans and the white blood cell (wbc) count was 11,699 (unknown units). Another culture was obtained on (B)(6), 2020, however no results were provided. The fortaz was discontinued on an unknown date as it was not effective. The patient was started on gentamicin 80 mg every other day for 21 days. The cause of the peritonitis is unknown. The patient continues to complete therapy utilizing the liberty select cycler.